Event description:
It was reported that a malfunction has occured. Green plastic guard broke off while impacting.

Manufacturer narrative:
The legion femoral impactor was returned and evaluated. A visual inspection found that the tip of the posterior cam arm cover has fractured. The device was manufactured in 2014 and has wear and use damage on the bumpers. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.